Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a 'missed bolus reminder' although the customer had previously bolused. There was no reported impact to customer's blood glucose level.